Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 376 mg/dl, 138 mg/dl, 131 mg/dl, and 114 mg/dl (system 1) and 105 mg/dl (system 2) within 10 minutes. The same vial of test strips was used to obtain the readings on both meters. No adverse event was reported. Strips not available for return.